Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a thick flap one week post lasik. Flap thickness was measured to be 20 microns more than the planned flap thickness. This is the second patient for this facility and the other manufacturer report for the first patient has been filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows that the user performed one energy check at system startup and then performed multiple treatments without further energy check at that day. The ablation test is borderline, it is not clearly visible on the attached ablation test image that the required criteria are met. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. The logfile shows that the beam control check for the right eye (od) was done about two-three minutes before laser fired instead of immediately before firing. The surgeon docked the pi on the right eye three times, so the suction duration was sixty-nine seconds. Because the surgeon did not have a valid suction two value, at the first and second attempt, pressed the pedal to stop the vacuum process and to start the vacuum process (suction one and suction two) again. The flap thickness is measured within the regular range of the standard deviation. No technical root cause was identified. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).